Event description:
Health professional reported a right side pain, seroma and possible lymphoma. Additional information notes that the patient presented with a complaint of pain and right breast swelling. Explant and replacement took place on (B)(6) 2011 with silicone devices. Preliminary results show possible alcl of the capsule. The patient returns to the office and after discussing the results, the patient and the surgeon decide on bilateral explant surgery of the new devices. Explant surgery took place on (B)(6) 2011. Final diagnosis of extranodal n/k t cell lymphoma nasal type is made using capsule from block sections. The pathologist notes this is not alcl.

Manufacturer narrative:
Device labeling addresses the reported event of seroma as follows: the core study: 7 year adverse event rates: for primary augmentation patients, seroma rate = 1.6 percent. Primary reconstruction patients = 1.0 percent. (Other complications.) Swelling = 7.1 percent. If unusual symptoms occur after surgery, such as fever or noticeable swelling or redness in one breast, you should contact your surgeon immediately." (Allergan silicone breast implant labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl for patients in the a95/r95 study included in the labeling for silicone breast implants.

Event description:
Additional event of lump/nodule reported by health professional through reference to the capsule having a "necrotic-appearing tumor."